Manufacturer narrative:
The device was returned and evaluated by cardinal health. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a taper to taper tear in the balloon, approximately 2.5 mm from the balloon proximal tip. The review of the lot history record (f1609903) indicated that there were no non-conformances related to this event and the mynx device lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. However, if pressure is applied in a rapid impulse action, this could result in excess pressure being applied to the balloon before the activation of the pressure relief valve, potentially contributing to a taper to taper tear in the balloon. Should additional relevant information become available, a supplemental MDR will be filed. Investigation results of companion samples: 3 unused devices from the same lot (f1609903) were returned to cardinal health for evaluation. Leak testing was performed on the balloons from the returned devices with water, and no leaks were found in the balloons. The balloons of the 3 companion samples were fully inflated and pressure was maintained during the investigation. There is no evidence to suggest that the 3 unused mynx vascular closure devices did not meet specification or perform as intended per the IFU. This is report 2 of 4; from the same user facility and from the same lot number as MFR report #: 3004939290-2016-00189, 3004939290-2016-00191 and 3004939290-2016-00192.

Event description:
It was reported that the balloon of the mynxgrip device failed, popped, or deflated when it was introduced into the sheath and upon immediate inflation. The device was being used with a 5f procedural sheath for right groin arterial closure following a diagnostic procedure. At prep, the black marker on the inflation indicator was fully exposed. Resistance was not felt while inserting the device. Resistance was not felt while pulling back to the arteriotomy. The patient was given protamine, the device was removed from the patient and manual pressure was held for 25 minutes to achieve hemostasis. Everything was reported to be fine after manual pressure was held. The patient's hospitalization was prolonged as a result of the event (from 2 hours to 6 hours). Additional information was requested but was unknown.